Manufacturer narrative:
Per tandem¿s t:slim user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 165 units. Reportedly, the cartridge was filled with 500 units of insulin. There was no reported impact to the customer¿s blood glucose level. Although requested, no additional information was provided by the customer.

Manufacturer narrative:
Correction (per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿)